Event description:
Customer reported a button error alarm during a bolus. The customer's blood glucose was 84 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. Unit received without belt clip, unable to verify belt clip. Numbers does not ramp up on its own or scroll bar moving with no input. No button error alarm. Intermittent button response due to moisture damage keypad trace.